Manufacturer narrative:
Additional information: no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 25, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a patient experienced a ruptured posterior capsule and required a vitrectomy. The customer indicated that the system frequently displayed an advisory warning about low irrigation pressure. The surgeon requested the advisory warning about low irrigation pressure be disabled in the physician settings. A company representative advised against this, however, the customer insisted that the settings be turned off. The physician proceeded with surgery on the patient. It was indicated that the balanced salt solution bottle was used for more than one case. The balanced salt solution bottle ran out during the procedure. A three piece lens was implanted without further incident. The customer has since requested the warning be reinstalled.